Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the rep was notified during a replacement on (B)(6) 2025 that the previous pump had been explanted due to an infection. The event occurred during normal use. The rep was not sure if the product was returned after it was explanted. Per the rep, "it was over a year ago". It was replaced with a new 20ml pump. The patient's status at the time of this report was unknown.